Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the probable event was not confirmed, it is possible that stress of repeated use, external factors, or handling may have caused the defective event. The event can be detected/prevented by following the instructions for use which state: inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope insertion tube rotated and became twisted. During the evaluation, the following reportable issue was found that the adhesive around the objective lens was peeled. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was not confirmed. In addition, evaluation of the device observed the following: the connection between bending section and insertion pipe was not secured, due to deformation of insertion pipe; the bending section cover was scratched, the adhesive on the bending section cover was chipped; the video connector case was cracked, the video connector case and the video connector were deformed; and the bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.